Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was found. The belt was unable to communicate with a monitor.